Manufacturer narrative:
Batch review performed on 02 jan 2026. Lot 2310691: (B)(4) items manufactured and released on 24 august 2023. Expiration date: 07 aug 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery after 8 months from the primary due to a malpositioned cemented tibial tray.the surgeon revised all components to revision components, and the surgery was completed successfully.